Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The customer states the provue pipetted serum from one patient sample and the red cells of another patient sample for the blood grouping portion of a type +3 cell screen test resulting in a discrepancy in the forward grouping. No erroneous results were reported.